Event description:
It was reported that the device overheated. No other additional info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor cartridge and the bearings.